Event description:
It was reported that the user received an insulin occlusion alert after performing a supply change and that the issue resolved only after replacing the infusion set, which was a contact detach set. Support included agent-led troubleshooting and education, including a complete supply change with a new infusion set. Investigation of this case revealed an infusion line occlusion associated with the prior contact detach set, which was corrected by replacing the set and supplies. Symptoms included interruption of insulin delivery consistent with an occlusion alert. Outcomes included restoration of therapy after the guided supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion that was resolved by standard corrective action.